Manufacturer narrative:
Concomitant medical products: wagner sl revision hip stem, uncemented, 16/190, taper 12/14, item# 0100101916, lot# 2767287. Shell porous with cluster holes 48 mm o.d., item# 00620004822, lot# 61237814. Liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell, item# 00631004832, lot# 61276771. Bone screw self-tapping 6.5 mm dia. 35 mm length, item# 00625006535, lot# 61238593. Bone screw self-tapping 6.5 mm dia. 25 mm length, item# 00625006525, lot# 61265367. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on left side and underwent revision surgery due to aseptic loosening left acetabular component, pseudotumor and mild abductor damage. This is the second revision surgery of the patient.

Manufacturer narrative:
\ Event description: it was reported that the biolox head was implanted on (B)(6)2015 and revised on (B)(6) 2019 due to aseptic loosening of left acetabular component, pseudotumor and mild abductor damage. This is the second revision surgery of the patient. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical records: medical records were provided and reviewed by a healthcare professional. Patient underwent an initial left tha on (B)(6)2009 due to oa; no intraoperative complications noted. Patient was revised (B)(6)2015 due to metal related pathology. Head and stem were replaced. The shell was retained as it was noted well fixed and well positioned. Patient was revised again (B)(6)2019 due to acetabular loosening. Mild abductor damage was noted. Metal staining was debrided. Acetabular component was grossly loose and easily removed, 2 screws were broken through the cup but also easily removed. Screws pulled through the shell holes but did not fractured. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the biolox head was implanted on (B)(6)2015 and revised on (B)(6)2019 due to aseptic loosening of left acetabular component, pseudotumor and mild abductor damage. This is the second revision surgery of the patient. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the part is unknown. Further, based on the available information it cannot be evaluated if the head contributed to the reported head or if it was revised in the course of the procedure. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.